Event description:
It was reported that during the implant procedure the introducer broke during use. The introducer was removed and replaced. No patient complications have been reported as a result of this event.